Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The flow control valve was replaced and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 11/7/17 phone call, 11/7/17 email, 11/13/17 email.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate. There was no report of patient injury.